Event description:
The customer observed discrepant ipth results for one patient tested by two different methods from two separate samples obtained months apart. The first result was generated in (B)(6) 2011 by the elucsys ipth assay where a result of 100 pg/ml was obtained. A second separate sample was obtained from the same patient in (B)(6) 2011 and tested with the architect ipth assay where a result of 600 pg/ml was generated. The patient received medication as a result of the architect ipth assay result. No information was available or provided regarding the type of medication given to the patient. The customer stated other patient specimens demonstrated a high tendency when correlated with the architect ipth method, however, there was no known impact to the other patients.

Manufacturer narrative:
A complaint search determined there was no unusual complaint activity for architect ipth reagent lot 00510k000. Accuracy testing was performed which met all validity and acceptance criteria. Performance testing with this reagent lot was done across three architect analyzers with ipth controls and each control level met acceptance criteria. Additionally, a performance study of six ipth assays was performed. The study indicated while the architect ipth assay has a positive bias, the correlation between all six assays was good. Based on the results of the investigation of the customer's issue, ipth reagent lot 00510k000 performed as expected and met its safety, effectiveness and label claims.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.